Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg and lead due to infection. Intraoperatively, when the physician made an incision around the dehiscence and poorly healing tissue, there was a small amount of pus noted but no large amount of it within the cavity. The physician also noted some small areas of phlegmon, and there did appear to be some granulation tissue or phlegmon at the site of the lead insertion into one of the ports of the ipg. However, this was underneath the dehiscence, and it is unclear where the infection occurred from a superficial wound dehiscence down to the ipg or conversely an infection which started in the ipg and extended surface. The pocket site was irrigated with bacitracin and then was closed. The patient had no complications after the procedure and was able to complete the 6-week course of antibiotics. The incisions appeared to be well-healed.

Manufacturer narrative:
.

Event description:
A report was received that drainage of pus had come out of the patient¿s ipg site after a recent revision (MFR report #: 3006630150-2015-00314). The physician believed that the patient had a small stitch abscess and was treated with a course of antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient¿s entire scs system was explanted due to infection. No device malfunction was suspected. The patient was treated as inpatient for IV antibiotics. The physician believed that due to the antibiotic treatment, the culture results revealed negative for infection. The patient was discharge for home and was reportedly doing well. Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that drainage of pus had come out of the patient¿s ipg site after a recent revision (MFR report #: 3006630150-2015-00314). The physician believed that the patient had a small stitch abscess and was treated with a course of antibiotics. The patient was reportedly doing well.

Event description:
A report was received that drainage of pus had come out of the patient¿s ipg site after a recent revision (MFR report #: 3006630150-2015-00314). The physician believed that the patient had a small stitch abscess and was treated with a course of antibiotics. The patient was reportedly doing well.